Event description:
It was reported that the customer had cosmetic issues. The sticker on the back of the insulin pump was falling off. Customer had used tape to hold it together, so the tape is also covering the up and down buttons. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: unit received with cracked battery tube threads. Unit received with scratched lcd window. Unit received with peeling back address / serial number label.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)